Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. Even though root cause cannot be confirmed, extreme force may have may contributed to alleged event. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "...warnings, cautions and precautions: if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." ¿¿patient education:the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." ¿¿post-operative warnings:during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications...".

Event description:
On (B)(6) 2019 a patient underwent spinal procedure at l3/s1 levels. On (B)(6) 2019, the patient reported catching her parent who was about to fall. Patient started experiencing back pain, an MRI was taken and indicated the implants were in good position. On (B)(6) 2020, the patient was seen for a postoperative visit in which radiographs indicated a screw was found to be broken at the l5 level. There is no plan for revision procedure at this time.

Event description:
Corrected information found in sections: d1, d2, g5, g7, h2, h6, h10.

Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ so the complaint was not confirmed however, review of the reported event identified that the surgeon stated the patient suffered a fall that was the root cause of the excessive force and fracture. No additional investigation required. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." ¿¿patient education: the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." ¿¿post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..."